Event description:
On (B)(6) 2013, the patient reported contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient states that a few months ago, he noticed that the up, down, and ok buttons were not responding the way they normally do. The patient noted that within the last week, he had to really press on the buttons for it to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were found to be worn. Evaluation revealed that all of the buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was contamination found under all key contacts. Observed bolus button has intermittent response to button presses and is hard to push. Removed button cover and found the internal plug contact is misaligned. Unrelated to the complaint, the display lens is found to be scratched.